Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the issue was resolved. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) and a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported an over discharge was suspected though not confirmed at the time of the report. Charging was not maintained due to an unrelated medical issue. It was reported it may be a heart issue but it was unrelated to the deep brain stimulation (dbs) system. Then, additional information was received from the patient. The patient reported he woke up on (B)(6) 2019 and did not feel right and realized his therapy was off and he was tremoring. The reason his therapy was off was because the ins battery was dead. The patient had charged his ins battery but was unable to turn therapy back on. During the call the patient programmer showed stimulation off. During the call the patient was directed to turn stimulation on and this resolved the reported issue. The patient indicated when he turned therapy back on, it was an intense feeling but his tremors subsided. No further complications were reported or anticipated.